Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient experienced recurring incontinence due to his artificial urinary sphincter (aus) recently stopped working. A replacement surgery was performed and no device issues were identified upon removal. A new aus was implanted. There were no patient complications.